Event description:
Patient reported they had an implant that fell out and they had to have it replaced. They also had 2 crowns that fell out.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.